Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/14/2016 that on (B)(6) 2016, the patient experienced no alert and a hypoglycemic event. Patient reported she summoned paramedics using her medic alert bracelet just prior to blacking out as she backed her car out of a parking space at a local supermarket. Patient was treated by giving her orange juice and candy. Patient reported that she recovered quickly and a friend drove her home. Additionally, patient tested the receiver's alerts and only the vibrate alert functioned; there was no audio alert. At the time of contact patient was stable and alert. No additional patient or event information was provided. The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and glue was found on the speaker. The customer complaint of no audio output was confirmed. The root cause was determined to an assembly error.